Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn on back." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaints intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 05/30/2017 through 05/30/2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation the citi customizable search returned a total of 452 complaints for small lower back and hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse events complaint subclass show an increase in november 2018 thru february 2019. This is a seasonality change in combination with a change in safety¿s procedure wsr-cp001-wi 110, ¿case processing principles product quality complaint guidance¿, updated on 20-aug-2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subc.

Event description:
Event verbatim [preferred term] itching [pruritus] , the patient slept while using the heatwrap and did not check her skin under the wrap during use [device use error] , burn on her back with a scab on it now/ broke the blister and it scabbed [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. An 82-year-old female patient (no pregnant) started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ar0096, expiration date jan2022) from (B)(6) 2019 or the (B)(6) 2019 at 1 heatwrap applied topically to her lower back for pain in her lower back/lower back pain. Medical history included pain from an unknown date and ongoing, high blood pressure from an unknown date and ongoing, thyroid disorder from an unknown date and ongoing, surgery from an unknown date, post menopausal from an unknown date, ongoing retained fluid and arthritis from an unknown date. Concomitant medication included ongoing naproxen sodium (aleve) from (B)(6) 2019 dose unknown, strong dose and 2 every 4-5 hours by mouth, extra strength for pain, ongoing unspecified blood pressure pill once a day by mouth, ongoing unspecified thyroid pill once a day by mouth for thyroid (was removed) and ongoing unspecified water pill for blood pressure because she retained fluid. The patient previously used an electric heating pad for pain relief more than 10 days ago for about 20 minutes. The patient experienced burn on her back with a scab on it now on an unspecified date in (B)(6) 2019 with outcome of resolving, uncomfortable when she woke up and was itching on an unspecified date in (B)(6) 2019 with outcome of unknown and the patient slept while using the heatwrap and did not check her skin under the wrap during use on an unspecified date in (B)(6) 2019 with outcome of unknown. The patient has 2 more of the product remaining and it was available to be returned. The patient left it on for 5-6 hours. She put it on and took a nap and when she felt the burning she took it off. She has a big scab on it now. The scab was a little bigger than a dime. It has started healing and has shrunk. She took a nap she woke up and she started itching and she could not scratch because it was so irritated and she looked and saw a burn which was now a dark scab. Her underwear was stuck to her skin and she did not know why. When she removed her underwear, it broke the blister and it scabbed. Action taken with thermacare heatwrap was permanently withdrawn on either (B)(6) 2019 or (B)(6) 2019 . Therapeutic measures taken included some burn cream and also used aloe oil. The patient reported she was hospitalized in 2019 for "uncomfortable when she woke up and was itching". No further information was provided regarding hospitalization. As of follow-up, a physician reported that the patient did not provide information to him/her regarding the adverse events with the use of the product. According to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn on back." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaints intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 05/30/2017 through 05/30/2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation the citi customizable search returned a total of 452 complaints for small lower back and hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The adverse events complaint subclass show an increase in november 2018 thru february 2019. This is a seasonality change in combination with a change in safety's procedure wsr-cp001-wi 110, "case processing principles product quality complaint guidance", updated on 20-aug-2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from april 2019. Seven complaints were related to batch s97473. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The remaining recall batches were not reported. A review of the 24 month trend chart for batches with unknown batch numbers shows a spike in april and may 2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products, see attached trending graph lbh adverse event may 2017 to may 2019. Exped trend actions taken: based on this citi customizable search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products. Follow-up (14jun2019): new information received from a contactable consumer includes: patient hospitalization required. Additional information has been requested and will be provided as it becomes available. Follow-up (06aug2019): new information received from a contactable physician includes additional reporter information and the physician stated the patient did not provide information to him/her regarding the adverse events with the use of the product. Follow-up (28aug2019): new information received from product quality complaint group included: investigation results. Company clinical evaluation comment based on the information provided, the events of "burn blisters", itching, and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters", itching, and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn on her back with a scab on it now/ broke the blister and it scabbed [burns second degree] , uncomfortable when she woke up and was itching [pruritus] , the patient slept while using the heatwrap and did not check her skin under the wrap during use [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. An 82-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ar0096, expiration date jan2022) from (B)(6) 2019 or the (B)(6) 2019 at 1 heatwrap applied topically to her lower back for back pain. Medical history included pain from an unknown date, high blood pressure from an unknown date, thyroid disorder from an unknown date, surgery from an unknown date, postmenopause from an unknown date and arthritis from an unknown date. Concomitant medication included ongoing naproxen sodium (aleve) dose unknown, strong dose and takes 2 every 4-5 hours by mouth, thinks it is extra strength for pain, ongoing unspecified blood pressure pill once a day by mouth, ongoing unspecified thyroid pill once a day by mouth for thyroid (was removed) and ongoing unspecified water pill for blood pressure because she retains fluid. The patient previously used an electric heating pad for pain relief more than 10 days ago for about 20 minutes. The patient experienced burn on her back with a scab on it now on an unspecified date in (B)(6) 2019 with outcome of resolving, uncomfortable when she woke up and was itching on an unspecified date with outcome of unknown and the patient slept while using the heatwrap and did not check her skin under the wrap during use on an unspecified date with outcome of unknown. The patient has 2 more of the product remaining and it is available to be returned. The patient left it on for 5-6 hours. She put it on and took a nap and when she felt the burning she took it off. She has a big scab on it now. The scab is a little bigger than a dime. It has started healing and has shrunk. She took a nap she woke up and she started itching and she could not scratch because it was so irritated and she looked and saw a burn which is now a dark scab. Her underwear was stuck to her skin and she did not know why. When she removed her underwear, it broke the blister and it scabbed. Action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2019. Therapeutic measures taken included some burn cream and also used aloe oil. Upon follow-up received on 14jun2019, the patient reported she was hospitalized on an unspecified date for "uncomfortable when she woke up and was itching". No further information was provided regarding hospitalization. Follow-up (14jun2019): new information received from a contactable consumer includes: patient hospitalization required. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itching" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itching" is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Batch ar0096 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn on back." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional evidence as to why the consumer received a "burn on back." The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaints intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 05/30/2017 through 05/30/2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation the citi customizable search returned a total of 452 complaints for small lower back and hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Exped trend actions taken: based on this citi customizable search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products, see trending graph lbh adverse event may 2017 to may 2019. Sample was received at the site. Return sample evaluation: three lbh (sm back) wraps - wraps are inside sealed pouches. Opened one pouch to inspect wrap; no obvious defects to wrap. Three lbh (sm back) pouches - pouches are sealed; no obvious defects.

Event description:
Event verbatim [preferred term] itching [pruritus], the patient slept while using the heatwrap and did not check her skin under the wrap during use [device use error], burn on her back with a scab on it now/ broke the blister and it scabbed/irritated [burns second degree], narrative: this is a spontaneous report from a contactable consumer. An 82-year-old female patient (no pregnant) started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ar0096, expiration date 31jan2022) from (B)(6) 2019 at 1 heatwrap applied topically to her lower back for pain in her lower back/lower back pain. Medical history included pain from an unknown date and ongoing, high blood pressure from an unknown date and ongoing, thyroid disorder from an unknown date and ongoing, surgery from an unknown date, post menopausal from an unknown date, ongoing retained fluid and arthritis from an unknown date. Concomitant medication included ongoing naproxen sodium (aleve) from apr2019, strong dose and 2 every 4-5 hours by mouth, extra strength for pain, ongoing unspecified blood pressure pill once a day by mouth, ongoing unspecified thyroid pill once a day by mouth for thyroid (was removed) and ongoing unspecified water pill for blood pressure because she retained fluid. The patient previously used an electric heating pad for pain relief more than 10 days ago for about 20 minutes. The patient experienced burn on her back with a scab on it now on an unspecified date in (B)(6) 2019 with outcome of resolving, uncomfortable when she woke up and was itching on an unspecified date in (B)(6) 2019 with outcome of unknown and the patient slept while using the heatwrap and did not check her skin under the wrap during use on an unspecified date in (B)(6) 2019 with outcome of unknown. The patient has 2 more of the product remaining and it was available to be returned. The patient left it on for 5-6 hours. She put it on and took a nap and when she felt the burning she took it off. She has a big scab on it now. The scab was a little bigger than a dime. It has started healing and has shrunk. She took a nap she woke up and she started itching and she could not scratch because it was so irritated and she looked and saw a burn which was now a dark scab. Her underwear was stuck to her skin and she did not know why. When she removed her underwear, it broke the blister and it scabbed. Action taken with thermacare heatwrap was permanently withdrawn on either (B)(6) 2019. Therapeutic measures taken included some burn cream and also used aloe oil. The patient reported she was hospitalized in 2019 for "uncomfortable when she woke up and was itching". No further information was provided regarding hospitalization. As of follow-up, a physician reported that the patient did not provide information to him/her regarding the adverse events with the use of the product. According to product quality complaint group: batch ar0096 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn on back." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional evidence as to why the consumer received a "burn on back." The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaints intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 05/30/2017 through 05/30/2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation the citi customizable search returned a total of 452 complaints for small lower back and hip (lbh) products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Exped trend actions taken: based on this citi customizable search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products, see attached trending graph lbh adverse event (B)(6) 2017 to (B)(6) 2019. Sample was received at the site. Return sample evaluation: three lbh (sm back) wraps - wraps are inside sealed pouches. Opened one pouch to inspect wrap; no obvious defects to wrap. Three lbh (sm back) pouches - pouches are sealed; no obvious defects. Follow-up (14jun2019): new information received from a contactable consumer includes patient hospitalization required. Follow-up (06aug2019): new information received from a contactable physician includes additional reporter information and the physician stated the patient did not provide information to him/her regarding the adverse events with the use of the product. Follow-up (28aug2019): new information received from product quality complaint group included: investigation results. Follow-up (11sep2020): new information received from product quality complaint group included: additional investigation results, sample was received at the site; device age was updated to blank. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn blisters", itching, and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn on her back with a scab on it now/ broke the blister and it scabbed [burns second degree] , itching [pruritus] , the patient slept while using the heatwrap and did not check her skin under the wrap during use [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. An 82-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ar0096, expiration date jan2022) from (B)(6) 2019 or the (B)(6) 2019 at 1 heatwrap applied topically to her lower back for pain in her lower back/lower back pain. Medical history included pain from an unknown date and ongoing, high blood pressure from an unknown date and ongoing, thyroid disorder from an unknown date and ongoing, surgery from an unknown date, post menopausal from an unknown date, ongoing retained fluid and arthritis from an unknown date. Concomitant medication included ongoing naproxen sodium (aleve) from (B)(6) 2019 dose unknown, strong dose and 2 every 4-5 hours by mouth, extra strength for pain, ongoing unspecified blood pressure pill once a day by mouth, ongoing unspecified thyroid pill once a day by mouth for thyroid (was removed) and ongoing unspecified water pill for blood pressure because she retained fluid. The patient previously used an electric heating pad for pain relief more than 10 days ago for about 20 minutes. The patient experienced burn on her back with a scab on it now on an unspecified date in (B)(6) 2019 with outcome of resolving, uncomfortable when she woke up and was itching on an unspecified date in (B)(6) 2019 with outcome of unknown and the patient slept while using the heatwrap and did not check her skin under the wrap during use on an unspecified date in (B)(6) 2019 with outcome of unknown. The patient has 2 more of the product remaining and it was available to be returned. The patient left it on for 5-6 hours. She put it on and took a nap and when she felt the burning she took it off. She has a big scab on it now. The scab was a little bigger than a dime. It has started healing and has shrunk. She took a nap she woke up and she started itching and she could not scratch because it was so irritated and she looked and saw a burn which was now a dark scab. Her underwear was stuck to her skin and she did not know why. When she removed her underwear, it broke the blister and it scabbed. Action taken with thermacare heatwrap was permanently withdrawn on either (B)(6) 2019 or (B)(6) 2019. Therapeutic measures taken included some burn cream and also used aloe oil. The patient reported she was hospitalized in 2019 for "uncomfortable when she woke up and was itching". No further information was provided regarding hospitalization. As of follow-up, a physician reported that the patient did not provide information to him/her regarding the adverse events with the use of the product. Follow-up (14jun2019): new information received from a contactable consumer includes: patient hospitalization required. Additional information has been requested and will be provided as it becomes available. Follow-up (06aug2019): new information received from a contactable physician includes additional reporter information and the physician stated the patient did not provide information to him/her regarding the adverse events with the use of the product. Company clinical evaluation comment: based on the information provided, the events of "burn blisters", itching, and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters", itching, and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Burn on her back with a scab on it now/ broke the blister and it scabbed [burns second degree], the patient slept while using the heatwrap and did not check her skin under the wrap during use [device use error], uncomfortable when she woke up and was itching [pruritus]. Case narrative: this is a spontaneous report from a contactable consumer. An (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number ar0096, expiration date jan2022, from (B)(6) 2019 at 1 heatwrap applied topically to her lower back for back pain. Medical history included pain from an unknown date, high blood pressure from an unknown date, thyroid disorder from an unknown date, surgery from an unknown date, postmenopause from an unknown date, and arthritis from an unknown date. Concomitant medication included ongoing naproxen sodium (aleve) dose unknown, strong dose and takes 2 every 4-5 hours by mouth, thinks it is extra strength for pain, ongoing blood pressure pill once a day by mouth, ongoing thyroid pill once a day by mouth for thyroid was removed, ongoing water pill for blood pressure because she retains fluid. The patient previously used electric heating pad for pain relief more than 10 days ago for about 20 minutes. The patient experienced burn on her back with a scab on it now on (B)(6) 2019 with outcome of recovering, uncomfortable when she woke up and was itching on an unspecified date with outcome of unknown, and the patient slept while using the heatwrap and did not check her skin under the wrap during use on an unspecified date with outcome of unknown. The patient did not check her skin under the product while wearing thermacare. The patient has 2 more of the product remaining and it is available to be returned. The patient left it on for 5-6 hours. She put it on and took a nap and when she felt the burning she took it off. She has a big scab on it now. The scab is a little bigger than a dime. It has started healing and has shrunk. She took a nap she woke up and she started itching and she could not scratch because it was so irritated and she looked and saw a burn which is now a dark scab. Her underwear was stuck to her skin and she did not know why. When she removed her underwear, it broke the blister and it scabbed. The action taken with thermacare heatwrap was permanently withdrawn on either (B)(6) 2019. Therapeutic measures were taken as a result of burn on her back with a scab on it now and includes some burn cream and also used aloe oil. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "itching" is non-serious. The events are medically assessed as associated with the use of the device.